Event description:
Pt's CT showed occlusion of the right m1 segment of the middle cerebral artery and atherosclerotic 80% stenosis left ica origin. Neurosurgery interventionalist was consulted. Pt intubated for airway management, and taken to or for thrombectomy. Cerebral angiogram was completed, however thrombectomy was unsuccessful. Right femoral access, right cca and ica angios showed right m1 occlusion deployed, device failed with separation at wire junction. Unable to retrieve deployed stent with snare attempts. Stent remained in pt. Unsuccessful thrombectomy, no change in flow. Physician operator did not use any unusual force, slow removal until felt tension released and the wire came out without the attached stent. Physician notified and spoke directly with MFR rep following the event. On (B)(6) 2018 pt intubated. Developed increasing signs of respiratory failure, inability to handle secretions. On (B)(6) 2018: family made pt comfort care, dnr (B)(6) 2018 at 1:15 am. Pt expired.